Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7119681. UDI: (B)(4).

Event description:
It was reported that the patient was not getting adequate coverage on the left side. X-ray was taken and the physician determined that one lead was placed too far left. The patient underwent a revision procedure and a lead was replaced. The patient was doing well postoperatively and the explanted device was not returned.

Event description:
It was reported that the patient was not getting adequate coverage on the left side. X-ray was taken and the physician determined that one lead was placed too far left. The patient underwent a revision procedure and a lead was replaced. The patient was doing well postoperatively and the explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred june 2025.